Manufacturer narrative:
(B) (6). In march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional info about this complaint.

Event description:
It was reported to covidien on (B) (6) 2008, that a customer had an issue with a catheter. Continuous flow. The customer reports pt blood pressure and heart rate dropped dramatically, distal balloon was slow to deflate so dr. Just pulled device out through sheath with balloon inflated. Distal balloon and catheter separated from rest of device and had to be retrieved with a snare.